Event description:
It has been reported to philips that the system did not power on successfully. The system was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fuse in the mpdu controller which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the machine is not switching on. During troubleshooting, fse found that the fuse in mpdu controller was blown. Fse replaced the fuse in mpdu system. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.